Manufacturer narrative:
Device evaluation: "the device related to the reported event, capsular contracture, was received on march 12, 2021 with lot number 3106925. Visual analysis of the returned device identified wear abrasion. A weight test of the device was verified and the device was within specification. The gel was cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.